Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, condensation was reported at the connection point between the supply bag and the supply line of the cassette which could cause this alarm. The cause of the condensation could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. The patient stated that there was condensation at the connection point of the empty supply bag and the cassette line. The technical services representative assisted that patient with clearing the alarm and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.